Event description:
It was reported that this patient presented for a routine follow up visit and device interrogation was unsuccessful. Additionally, the electrogram showed a resting heart rate of 40bpm to 70bpm with no pacing. Device interrogation one year ago showed a remaining longevity of two years. The patient reported feeling more tired recently. The device will be explanted and replaced as soon as possible. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for a routine follow up visit and device interrogation was unsuccessful. Additionally, the electrogram showed a resting heart rate of 40bpm to 70bpm with no pacing. Device interrogation one year ago showed a remaining longevity of two years. The patient reported feeling more tired recently. The device will be explanted and replaced as soon as possible. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was disposed of and will not be returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104 and device code a0705. This device was disposed of and will not be returned for evaluation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this patient presented for a routine follow up visit and device interrogation was unsuccessful. Additionally, the electrogram showed a resting heart rate of 40bpm to 70bpm with no pacing. Device interrogation one year ago showed a remaining longevity of two years. The patient reported feeling more tired recently. The device will be explanted and replaced as soon as possible. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.